Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received eleven shocks and found unresponsive. Cardiopulmonary (CPR) resuscitation was performed, and the patient was admitted to the intensive care unit. Upon review of the device data, it was noted that the smartpass feature had been automatically disabled and there was some evidence of t-wave over-sensing (twos). Boston scientific technical services (ts) was contacted and discussed that prior to the smartpass event, the sensing was appropriate with no fluctuations. The smartpass event occurred due to low r-wave amplitude signals and low r-r intervals, as the patient had flat-lined and this was consistent with behavior of a dying heart. Ts noted that the patient likely suffered something other than cardiac arrest, but no specific details have been provided. Due to the smartpass episode and the patient's altered rhythm morphology, double-counting and twos occurred and eleven shocks were delivered. While inappropriate, some of these shocks did briefly convert the patient's rhythm complex to normal; however, the patient's agonal rhythm persisted. Ts provided instructions for re-enabling the smartpass feature. Unfortunately, several days later, the patient passed away. It was noted that the patient passed away due to issues related to resuscitation. Information has been requested for additional details surrounding the event and subsequent patient death, but a response has not yet been received. At this time, this s-ICD remains implanted.